Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco wedge segmental resection, the product was not used on the patient. The user with a manual handle was able to connect the cartridge without problems. It was stated that more than one cartridge were used but one could not be fired. The procedure was completed with another reload. There was no patient injury.